Event description:
In was reported that a spectrum pump constantly alarmed downstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The downstream occlusion alarms were confirmed but not reproduced during eval. Eval found that the device pressure plate gap was out of specification. The downstream tubing guide assembly was replaced.